Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported this was an arteriotomy closure of the mildly calcified right common femoral artery using the pre-close technique prior to an endovascular aneurysm repair (evar) interventional procedure. The sutures of two prostyle devices were successfully pre-placed. The sheath was upsized to a large bore sheath and the evar procedure was completed. Reportedly, the suture separated while attempting to tighten the knot for both devices. Hemostasis was achieved by surgical cutdown. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional perclose prostyle device referenced in b5 is filed under a separate medwatch report number.